Manufacturer narrative:
Device evaluation results: one cadd legacy 1 pump was returned for investigation in good condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The ehl was unable to be downloaded. Functional and visual testing revealed a constant "high pressure alarm" upon power up. The customer reported product problem was therefore confirmed. The primary cause was the circuit board failing. Both the circuit board and downstream occlusion sensor were replaced. The pump subsequently passed all functional and delivery tests.

Event description:
It was reported that during testing a smiths medical pump exhibited a "high pressure alarm."